Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted on an unknown date due to pocket erosion. The patient is pacemaker dependent and the device was implanted on the left side. Device was replaced on the right side. No additional information was reported.